Event description:
The laser system has the following problem: "chiller went out during a case while lasing at 120 watt, powered back on and was able to finish the case. High temp conds". No adverse effects to the patient were reported.

Manufacturer narrative:
We are waiting for additional information from the distributor.